Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was not hospitalized for this event. The patient was treated with vancomycin injections (2 gm, route, frequency, and duration not reported), ceftazidime injections (1 gm, route, frequency, and duration not reported) and heparin injections (2 ml, route, frequency, and duration not reported) for peritonitis. The outcome of the event is unknown. Pd therapy was ongoing. No additional information is available.